Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapeutic effect about 2-3 weeks ago when they started having more accidents. Today patient increased amplitude and is only feeling stimulation sensation in their legs on all programs instead of their perineum. Patient has had a couple falls. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.